Manufacturer narrative:
No unexpected excess no delivery alarms or bolus anomalies noted during our testing. The insulin pump was monitored for 1 day with no unexpected time clock anomalies; the time advanced properly. The insulin pump was programmed multiple boluses and monitored; all boluses delivered and were listed in the bolus history screen with correct amount and time of delivery. The insulin pump passed pump self test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with no delivery alarm during priming. It was reported that the customer changed their set and reservoir and received the alarm. The customer's blood glucose level was reported to be 342mg/dl. It was reported that the pump appeared to not have delivered bolus. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis. No further information provided.